Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 400 mg/dl; cause was unknown. Customer addressed bg levels by changing pump supplies. Additionally, it was reported that the pump shutdown unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy.